Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2011, the patient presented due to substernal chest discomfort associated with exertion, shortness of breath and diaphoresis. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a long de novo bifurcation lesion located in the mid left anterior descending (lad) artery and extending to the 2nd diagonal brach with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with predilatation and placement of a 32 x 2.25mm taxus® liberté® atom¿ drug eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with unstable angina and was hospitalized. At the time of event, the patient was taking aspirin and prasugrel. The study drug was never taken during the study. Percutaneous coronary intervention (pci) was not performed to treat the event. Two days from admission, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.